Event description:
The patient mentioned that the keypad had stopped working after going swimming with the pump, earlier that day. Patient replaced battery and inserted a new battery and that all the buttons were unresponsive after replacement battery . Pump was alarming with an alarm, but customer cannot recall what it was. The alleged issue was not resolved over the phone and pump was replaced. There was no adverse event associate with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to confirm the reported unresponsive keypad. No damage was found to the keypad and all buttons respond to presses appropriately. The keypad was removed and no damaged/misaligned contacts or contamination were found under button contacts. The case is cracked near to right corner of display and the case leaks. The pump was opened and moisture damage found on pcb.